Event description:
After switching from another bedwetting alarm which was not giving us good results, we started using the malem alarm. It was recommended by a friend. Alarm was purchased on (B)(6) online and it arrived on (B)(6). The same night it was used on my son and it has malfunctioned. The alarm has burnt him in the neck area where the alarm was placed. Also, the heat generated by the alarm made the batteries inside the alarm leak and caused more burns on him. I took my boy to the ER for treatment. The alarm has a problem that caused it to burn my son. It was not wet or damaged in any way by me when I received it. It was in new packaging. Bedwetting store.